Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. Customer¿s blood glucose (bg) level was "high". However, a specific value was not provided. Customer administered manual injections to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.